Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter order was placed for patient in 413. Customer inserted the 16 fr catheter without a problem (utilized the foley catheter insertion kit, temperature sensing foley). When they attempted to inflate the balloon with sterile water, there was a pinpoint hole at the junction of the foley catheter inflation port and the drainage port. The sterile water customer was attempting to inflate the balloon with shot out of the small hole, resulting in a deflated balloon.

Event description:
It was reported that the foley catheter order was placed for patient in 413. Customer inserted the 16 fr catheter without a problem (utilized the foley catheter insertion kit, temperature sensing foley). When they attempted to inflate the balloon with sterile water, there was a pinpoint hole at the junction of the foley catheter inflation port and the drainage port. The sterile water customer was attempting to inflate the balloon with shot out of the small hole, resulting in a deflated balloon.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.